Event description:
It was reported that the coil was broken and the physician could not insert it into the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer sheath. The main coil being broken/fractured was not confirmed; however, the proximal contact was detached from the delivery wire. The proximal contact is not a contiguous part that forms the delivery wire, but a subcomponent located at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contribute to and/or cause any patient injury; therefore, this record has been deemed non-reportable.

Event description:
It was reported that the coil was broken and the physician could not insert it into the microcatheter. There were no clinical consequences to the patient.